Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient had the concurrent procedures of sacral spinous ligament suspension, paravaginal repair and a&p repair performed during mesh implantation. It was reported that following insertion the patient experienced infection, urinary problems, and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.